Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that one of the device's mini drawers was stuck and needed replacement. Drawer replaced to resolve; drawer inventoried successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to release during a transaction. The customer added that users were able to recover the drawer but that it would fail during the next transaction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to release during a transaction. The customer added that users were able to recover the drawer but that it would fail during the next transaction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been corrected a1, h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2021 to 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. Field service engineer has replaced the stuck mini drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.